Event description:
It was reported that surgeon did a right hip revision of accolade stem that subsided and loosened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon did a right hip revision of accolade stem that subsided and loosened.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No medical records were received for review with a clinical consultant. The event could not be confirmed. The exact cause of the event could not be determined because the device was not returned and no information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.